Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. During preparation of a 38 x 3.00 promus premier¿ drug-eluting stent, when air removal was performed, there was no resistance when negative pressure was applied. It was tried for several times but the issue was not resolved. The procedure was then completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The preparation procedure was carried out by attaching a syringe to the device and removing all air from the device. No issues were noted when purging the device of air. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal bond outer diameter was measured and the result was within measurement. The balloon inflated without issue and deflated within 5 seconds, this is within the specification. The deflation time was measured. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. During preparation of a 38 x 3.00 promus premier¿ drug-eluting stent, when air removal was performed, there was no resistance when negative pressure was applied. It was tried for several times but the issue was not resolved. The procedure was then completed with a different device. No patient complications were reported and the patient¿s status was good.